Event description:
The customer reported the sys displayed an error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the universal node card and reset the sys configuration. The sys operates as intended.